Event description:
Earlier this year, I received a medtronic minimed 630 series insulin pump with a guardian sensor to use before the release of the 670g and guardian 3. I had no problems with the 630 or the sensor/transmitter. I began training on the 670g pump on (B)(6) of this year. The following thursday I was placed on the guardian 3 cgm system. In the office, we had a difficult time getting the transmitter to connect to the pump when placed on a new sensor. After a few tries and waiting, it finally connected so we finished training. A couple of hours after training, the sensor started telling the pump that my blood sugars were decreasing rapidly. I did a finger stick which revealed that the sensor was off considerably and that my sugar was not low. The device was recalibrated. Again within an hour or so the sensor reported a false low. The device was recalibrated again. For the remaining six days of that sensor, everything seemed to be ok. The next sensor application failed to accept calibration so it could not be used. The third sensor used was unfortunately unable to be used because of bleeding at the site. The fourth sensor seemed to work just fine. The fifth sensor was placed and again the false lows appeared. The lows on the cgm force the pump to stop or adjust insulin delivery. This, in turn, makes your blood sugar rise so if the cgm is giving low then your blood sugar will go potentially very high. That sensor was removed and the sixth was applied. However, it too failed calibration as the blood sugars were very different than what the sensor was reading. I made a phone call to minimed's helpline on (B)(6) . The woman on the phone instructed me on how to check signals, calibration, etc. We could not find a legitimate reason for any malfunction as the seventh sensor was again giving different readings that what was tested with a finger stick. She instructed me to remove the sensor and check for kinking. There was not any bending present. She then instructed me not to use any of the remaining in the box and that they would be sending me two new full boxes of sensors. She asked if I wanted to try the remaining box. Since it was late, I told her I would try over the weekend and let them know how it went. The next day, I inserted a sensor from the third box. It seemed to be going well until the fifth day I started getting false lows. This time on a finger stick my sugar was 100-120 mg/dl different than what the pump was saying. I attempted to get the pump to take the tested sugar, but instead, it kicked me out of auto mode and kept requesting finger sticks. This went on for a couple of hours until I finally just had enough and removed the sensor. Since that time, I have not been on a sensor. On (B)(6) , I called the helpline again to see where I was on getting replacement sensors. First I was told that they keep a separate stock for replacements from new orders. The replacement stock had been depleted. I was then told that they were only going to send 1 box and I would still be financially responsible for the other two. I requested a supervisor who told me the previous phone log only had a request for 1 box to be sent and that if I wanted more, I would have to send them used sensors. They would not accept the unopened sensors in trade as it was against their policy. I had never been told this and in fact been told in the past that they would only accept unopened returns. The supervisor also instructed me that I have to call every time there is an issue and replacements are only granted on a one on one basis. After a lengthy discussion, he said he would send two boxes to be replaced, but that was unheard of and that there is no way a complete lot of sensors could be bad as they are made individually. All three of my boxes are of the same lot and batch. They are requesting that I use potentially faulty equipment in order to get replacements.